Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic wedge resection thoracoscopy, while the device was being applied to the lung tissue, the surgeon was able to press the green button; however, the stapler did not able to fire, not able to squeeze the handle. Laparoscopic procedure converted to open hassan procedure due to unrelated device problem. Surgical incision was extended for more than 1 inch. There was no patient injury as reported.